Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, needle filter blunt fill, adverse event- intraocular inflammation. The following information was provided by the initial reporter:¿ healthcare professional reported a cluster of intraocular inflammation cases in approximately 15 of his patients treated with vabysmo. The initial unusual observations (in terms of ophthalmological examination) date back to the beginning of this year, followed more recently by a worsening of the situation with the occurrence of these severe inflammations." Harm to the patient not reported.